Manufacturer narrative:
Approximate age of device - 3 years 3 months. Manufacturer's investigation conclusion: although a root cause for the pump stops and alarms captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The replaced portion of the driveline was returned measuring approximately 19". Visual inspection of the outer jacket revealed rescue tape approximately 2.5" from the controller connector. Removal of the tape revealed a small cut to the outer jacket adjacent to the terminus of the bend relief. Visual inspection of the bionate was unremarkable. Electrical continuity testing did not reveal any discontinuity or shorts. The bionate was removed and breakdown of the metal shielding was noted 2.5" from the controller connector. The metal shielding was removed and visual examination of the underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the reported pump stop, however, the driveline was not entirely returned. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a low speed advisory, low flow alarms, and pump off alarms upon interrogation. It was reported that the patient did not have any external damage to the driveline. Review of the log file by technical services showed 1 pump stop while attached to the power module. Recommended to keep the patient on batter power until further investigation was completed. X-ray requested. Technical services personnel arrived onsite on (B)(6) 2019 and performed an external driveline repair. After the repair, the patient was grounded on a patient cable without issue. The percutaneous lead was returned for evaluation.

Event description:
The patient has a history of internal driveline fracture. Low flow and pump stoppage events were noted on (B)(6) 2019. The patient has been supported by a ungrounded cable for almost a year. The site detailed the patient was not a candidate for a pump exchange due to significant vascular access issues. The patient will receive palliative care until a formal plan was determined. No further information was reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.